Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. The patient was enrolled in the painfree smart shock technology (sst). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.